Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge leaked during initial use, despite the patient following the cartridge fill process and loading approximately 180 units, and therapy was resumed after the patient replaced the cartridge per the user guide. Symptoms included no reported adverse clinical effects, and the patient¿s reported blood glucose was 220 mg/dl. Outcomes included continuation of therapy without medical intervention or hospitalization. Investigation included collection of event details and user feedback regarding fill technique and device use. Investigation of this case revealed that the leaking was associated with the cartridge component and did not affect the cartridge chamber, and the issue resolved with a new cartridge. It was concluded, based on previously established findings for similar reports, that the cause was use-related or handling-related damage to the cartridge seal or interface, with no device malfunction confirmed.